Event description:
It was reported by service report that the footboard was damaged which could allow for fluid to get to the electrical board. Also, the fowler angle readings were inaccurate. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Footboard damaged and fowler angle inaccurate.